Event description:
The customer reported that the insulin pump got exposed to moisture. Customer stated that he accidentally dropped the insulin pump into the water. Troubleshooting was done. Customer's blood glucose was 155 mg/dl. Customer stated that there is fluid in the liquid crystal display. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.